Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 941 during delivery in the nursing department. Previous to this alarm, the patient tripped and the pump fell while the pump was in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #. H11: the device was received for evaluation. During functional testing , 'system error 941' was repoduced. A review of the event history log verified system error 941. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be processor board faulty due to the impact of the device being dropped. Processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.